Event description:
It was reported that the patient's right atrial (ra) lead became dislodged during a valve and maze procedure. The lead was repositioned a week later. The lead remains in use at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 900sfc26 heart ring, implanted: (B)(6) 2014. (B)(4).